Event description:
Thirty nine week gestation. Vaginal vacuum extraction at 0209. Adaptability, partnership, growth, affection, resolve score=6 at 1 min & 7 at 5 mins. Infant started on oxygen due to mottling & low oxygen saturation - 89%. Baby exhibited seizure activity six hours post delivery. This was described as tonic-clonic movements of the extremities.